Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the reported issue. The stm did discover the safety disk, tidal volume disk and critical alarm battery had expired on (B)(6) 2019. These parts were replaced. The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Prior to this incident, the iabp was not maintained by a getting service representative, the last maintenance was performed by the hospital's on-site biomedical staff in (B)(6), 2019.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. The cardiosave was switched with another iabp and the patient therapy was continued. There was no harm or injury to the patient and no adverse event was reported.